Event description:
It was reported that the patient experienced hyperglycemia with a highest cgm reading of 235 mg/dl after disconnecting from the ilet to perform a supply change and shower, then completing a full supply change with a contact detach infusion set placed on the abdomen and dexcom g7 in use. Symptoms included elevated blood glucose. Outcomes included no alarms, no hospitalization, and self-management with expectation of glucose reduction after reconnection and supply change. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the high glucose was associated with temporary therapy interruption due to device disconnection rather than a device malfunction, and the device resumed therapy after supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated interruption of insulin delivery.